Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The sample was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a consumer reported the lens to be exchanged due to scratch and fold that was causing distorted vision. The sample was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Broken/torn (possibly cut) haptics, optic torn/split/cracked (possibly cut), and multiple scratches observed. Product history records were reviewed and the documentation indicated the product met release criteria. A slit lamp photo is attached of the lens in the eye. No determination can be made from the photo. A scratch can¿t be observed. The root cause could not be determined for the reported complaint of ¿distorted vision, explant and exchanged due to scratch/fold¿. The lens was torn/cut into multiple portions similar in appearance to damage created when explanting a lens. The returned lens was also scratched. Information on returned questionnaire indicated that there was no report of a scratch on post op report, and a second surgeon did not observed scratches on optic while in the eye. A photo was also attached and reviewed. The photo could not confirm scratches on the iol while in the eye. While we are unable to determine the root cause of the scratches on the returned product, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, and the information in the file from hcp, the damage is most likely related to customer handling. (B)(4).